Manufacturer narrative:
F10/h6: health effect - impact codes (f26 to f27), h6, h10. B5: update "the particle was described as rigid, clear, and crescent shape; looked like a "nail clipping" (plastic)." To "a particle was described as rigid, clear, and crescent shape; looked like a "nail clipping" (plastic). One (1) bag had four (4) particles and the other bag had multiple particles." And update "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement.". H10: one (1) device was received for evaluation. Visual inspection was performed which identified small particles in the bag. A small clear plastic piece floating from the membrane port of this bag. The reported condition was verified. The cause of the particle could not be determined; however, the particle appeared to be detached from the membrane of the port due to the spiking process by the end user. The second device was not received; therefore a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 150 ml intravia containers had particles. This was observed during use. The particle was described as rigid, clear, and crescent shape; looked like a "nail clipping" (plastic). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.